Event description:
Customer went swimming and forgot to take off the insulin pump. Customer's blood glucose was 132mg/dl. Customer stated the device was exposed to fluids in the past with no moisture visible in the device. The device alarmed button error and unable to clear the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarm noted during testing. No traces of moisture were noted on electronic or motor assemblies per visual inspection. The insulin pump was received with broken battery tube threads and belt clip slot, cracked case at reservoir tube corners and minor scratches on liquid crystal display window.